Event description:
Olympus was informed that during the total gastric resection by open surgery, due to the occurrence of the error the physician had withdrawn the tb-0520ic from the pt. Then the physician had cleaned and checked the tb-0520ic, the probe tip of the tb-0520ic had been broken off. The physician had changed the tb-0520ic into the other device and the procedure had been completed. There was no report of the pt's injury regarding this event.

Manufacturer narrative:
The subject device was returned to olympus medical systems corporation (omsc) for eval. The eval confirmed that the probe broke down at 14mm from the distal end. And there was a scratch at the broken point. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The ptef pad was worn out and deformed. The mfg history was reviewed, with the irregularities noted. Based on the similar cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears and is separated from the grasping section. Since the ptfe pad wore severely and was separated from the grasping section, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made and the error occurred. When the physician withdrew the subject device and cleaned the probe, the probe presumably broke off due to the stress by the cleaning. Based upon the finding of the eval, this report appears to be related to user handling.